Event description:
Fracture. Doctor reported that after insertion of implant, I went to fix the locator of implant screw. During this process the screw from the implant was broken and I had to change the complete implant.

Event description:
Fracture. Doctor reported that after insertion of implant, I went to fix the locator of implant screw. During this process the screw from the implant was broken and I had to change the complete implant.